Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("thyroid issue: hashimoto's thyroiditis") and migraine ("those migraines are a killer"). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the pelvic pain was resolving and the autoimmune thyroiditis and migraine outcome was unknown. The reporter considered autoimmune thyroiditis, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hashimoto's thyroiditis, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : reporter added. Event added as pelvic pain and marked as medically significant and serious incident as removal was reported based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 621811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("foreign body of the uterus,/ the right essure coil is seen overlying the right sacrum at the level of the right s4 neural foramen"), autoimmune thyroiditis ("thyroid issue: hashimoto's thyroiditis") and migraine ("those migraines are a killer") and was found to have leukaemia ("leukemia"). The patient was treated with surgery (bilateral salpingectomy and partial comuecromy). Essure was removed. At the time of the report, the pelvic pain was resolving and the device dislocation, autoimmune thyroiditis, migraine and leukaemia outcome was unknown. The reporter considered autoimmune thyroiditis, device dislocation, leukaemia, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hashimoto's thyroiditis, migraine. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jun-2020: mr received: device dislocation event added. Reporters and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 621811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("foreign body of the uterus,/ the right essure coil is seen overlying the right sacrum at the level of the right s4 neural foramen"), autoimmune thyroiditis ("thyroid issue: hashimoto's thyroiditis") and migraine ("those migraines are a killer") and was found to have leukaemia ("leukemia"). The patient was treated with surgery (bilateral salpingectomy and partial comuecromy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the device expulsion, autoimmune thyroiditis, migraine and leukaemia outcome was unknown. The reporter considered autoimmune thyroiditis, device expulsion, leukaemia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: two undesignated fallopian tube segments, 7.0 and 9.2 cm in length and each measuring up to 0.7 cm in diameter. Neither tubal segment has a fimbriated end. The proximal half of ea.ch tube segment shows a silver metallic coil within the tube lumen. Concerning the injuries reported in this case, the following one/ones were reported via social media: hashimoto's thyroiditis, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: date of removal was added. On 29-jun-2020: mr received. Reporter's information added. Lab data were added.fu 6, 7 an d 8 processed together. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("thyroid issue: hashimoto's thyroiditis") and migraine ("those migraines are a killer") and was found to have leukaemia ("leukemia"). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the pelvic pain was resolving and the autoimmune thyroiditis, migraine and leukaemia outcome was unknown. The reporter considered autoimmune thyroiditis, leukaemia, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hashimoto's thyroiditis, migraine. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- leukemia. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.